Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 509406, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, cystocele, multigravida, blood pressure high, asthma, frequency urinary, umbilical hernia, hypertension and intramural leiomyoma of uterus. Family history included breast cancer. Concomitant products included amfetamine (amphetamine), amlodipine besilate (norvasc), citalopram, clotrimazole, epinephrine (epipen), fluoxetine, hydroxyzine, ketorolac tromethamine (nsaid-k), lisinopril, meloxicam, methylprednisolone, paracetamol (acetaminophen), rizatriptan benzoate and topiramate (topamax). On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), anxiety ("anxiety/ mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ other"), dermatitis allergic ("allergy (rash/skin condition)") and post procedural complication ("post removal complications") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on 1-dec-2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and hypersensitivity had resolved and the vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date(B)(6)-2006 & (B)(6)006 and date(s) of removal: (B)(6)2015 . Received treatment for pain, bleeding- yes. Left side- 5 trailing coils, right side- 2 trailing coils plaintiff did not underwent an essure confirmation test (discrepancy noted in pfs) discrepancy noted: plaintiff states that she did not had had essure (or any part of the device) removed. Allergy (rash/skin condition) and post removal complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2015: pathology reports: final diagnosis uterus and cervix, hysterectomy: a) chronic cervicitis with squamous metaplasia. B) secretory endometrium. No hyperplasia or atypia. C) adenomyoma specimen description 1 uterus and cervix clinical information. Pre-operative diagnosis: intramural leiomyoma of uterus. Gross description: received in formalin labeled "cervix and uterus" is a uterus weighing 98 grams. The uterus measures 9.4 cm superior to inferior x 5.5 cm cornea to cornea x 4.1 cm anterior to posterior. The serosa is mottled and pink tan. The exocervix is smooth pink tan and glistening and measures 3.7 cm in diameter. The os is centrally located and measures 0.7 cm in greatest dimension. The anterior and posterior exocervix are inked blue and black respectively. The uterus is bivalved into anterior and posterior halves revealing a well demarcated squamocolumnar junction. The endocervical canal is smooth pink tan and glistening. The endometrial cavity is triangular shaped and measures 2.5x1.5 cm. The endometrium is glistening pink tan and measures 0.3 cm in thickness. There are no endometria! Lesions identified. The myometrium is trabeculated, pink ian and measures 1.5 cm in thickness. A- anterior and posterior cervix. B, c- anterior endometrium, myometrium and serosa. 0, e- posterior endometrium, myometrium and serosa.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, menorrhagia, anxiety, headache, migraine, depression lot number: 509406 manufacturing date: 2006-01 expiration date: 2007-12. Lot number: 509407 manufacturing date: 2006-01 expiration date: 2007-12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received . Events- allergy(rash/skin condition) and post procedural complication were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 509406, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, cystocele, multigravida, blood pressure high, asthma, frequency urinary, umbilical hernia, hypertension and intramural leiomyoma of uterus. Family history included breast cancer. Concomitant products included amfetamine (amphetamine), amlodipine besilate (norvasc), citalopram, clotrimazole, epinephrine (epipen), fluoxetine, hydroxyzine, ketorolac tromethamine (nsaid-k), lisinopril, meloxicam, methylprednisolone, paracetamol (acetaminophen), rizatriptan benzoate and topiramate (topamax). On (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), anxiety ("anxiety/ mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hypersensitivity ("allergy ¿ other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and hypersensitivity had resolved and the vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-??-sep-2006 & (B)(6)2006 and date(s) of removal: (B)(6) 2015 . Received treatment for pain, bleeding- yes. Left side- 5 trailing coils, right side- 2 trailing coils plaintiff did not underwent an essure confirmation test (discrepancy noted in pfs) discrepancy noted: plaintiff states that she did not had had essure (or any part of the device) removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: pathology reports: final diagnosis uterus and cervix, hysterectomy: a) chronic cervicitis with squamous metaplasia. B) secretory endometrium. No hyperplasia or atypia. C) adenomyoma specimen description 1 uterus and cervix clinical information. Pre-operative diagnosis: intramural leiomyoma of uterus. Gross description: received in formalin labeled "cervix and uterus" is a uterus weighing 98 grams. The uterus measures 9.4 cm superior to inferior x 5.5 cm cornea to cornea x 4.1 cm anterior to posterior. The serosa is mottled and pink tan. The exocervix is smooth pink tan and glistening and measures 3.7 cm in diameter. The os is centrally located and measures 0.7 cm in greatest dimension. The anterior and posterior exocervix are inked blue and black respectively. The uterus is bivalved into anterior and posterior halves revealing a well demarcated squamocolumnar junction. The endocervical canal is smooth pink tan and glistening. The endometrial cavity is triangular shaped and measures 2.5x1.5 cm. The endometrium is glistening pink tan and measures 0.3 cm in thickness. There are no endometria! Lesions identified. The myometrium is trabeculated, pink ian and measures 1.5 cm in thickness. A- anterior and posterior cervix. B, c- anterior endometrium, myometrium and serosa. 0, e- posterior endometrium, myometrium and serosa.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, menorrhagia, anxiety, headache, migraine, depression lot number: 509406 manufacturing date: 2006-01 expiration date: 2007-12 . Lot number: 509407 manufacturing date: 2006-01 expiration date: 2007-12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received . Event: fatigue and weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 509406, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, cystocele, multigravida, blood pressure high, asthma, frequency urinary, umbilical hernia, hypertension and intramural leiomyoma of uterus. Family history included breast cancer. Concomitant products included amfetamine (amphetamine), amlodipine besilate (norvasc), citalopram, clotrimazole, epinephrine (epipen), fluoxetine, hydroxyzine, ketorolac tromethamine (nsaid-k), lisinopril, meloxicam, methylprednisolone, paracetamol (acetaminophen), rizatriptan benzoate and topiramate (topamax). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), anxiety ("anxiety/ mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hypersensitivity ("allergy ¿ other"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and hypersensitivity had resolved and the vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2006. Received treatment for pain, bleeding- yes. Left side- 5 trailing coils, right side- 2 trailing coils plaintiff did not underwent an essure confirmation test (discrepancy noted in pfs) discrepancy noted: plaintiff states that she did not had had essure (or any part of the device) removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: pathology reports: final diagnosis uterus and cervix, hysterectomy: a) chronic cervicitis with squamous metaplasia. B) secretory endometrium. No hyperplasia or atypia. C) adenomyoma specimen description 1 uterus and cervix clinical information. Pre-operative diagnosis: intramural leiomyoma of uterus. Gross description: received in formalin labeled "cervix and uterus" is a uterus weighing 98 grams. The uterus measures 9.4 cm superior to inferior x 5.5 cm cornea to cornea x 4.1 cm anterior to posterior. The serosa is mottled and pink tan. The exocervix is smooth pink tan and glistening and measures 3.7 cm in diameter. The os is centrally located and measures 0.7 cm in greatest dimension. The anterior and posterior exocervix are inked blue and black respectively. The uterus is bivalved into anterior and posterior halves revealing a well demarcated squamocolumnar junction. The endocervical canal is smooth pink tan and glistening. The endometrial cavity is triangular shaped and measures 2.5x1.5 cm. The endometrium is glistening pink tan and measures 0.3 cm in thickness. There are no endometria! Lesions identified. The myometrium is trabeculated, pink ian and measures 1.5 cm in thickness. A- anterior and posterior cervix. B, c- anterior endometrium, myometrium and serosa. 0, e- posterior endometrium, myometrium and serosa.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, menorrhagia, anxiety, headache, migraine, depression lot number: 509406 manufacturing date: 2006-01 expiration date: 2007-12 , lot number: 509407 manufacturing date: 2006-01 expiration date: 2007-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) (batch no. 509406, 509407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, cystocele, vaginal delivery, blood pressure high, asthma, frequency urinary, umbilical hernia, hypertension and intramural leiomyoma of uterus. Family history included breast cancer. Concomitant products included amfetamine (amphetamine), amlodipine besilate (norvasc), citalopram, clotrimazole, epinephrine (epipen), fluoxetine, hydroxyzine, ketorolac tromethamine (nsaid-k), lisinopril, meloxicam, methylprednisolone, paracetamol (acetaminophen), rizatriptan benzoate and topiramate (topamax). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), anxiety ("anxiety/ mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hypersensitivity ("allergy ¿ other"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and hypersensitivity had resolved and the vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2006 & (B)(6) 2006. Received treatment for pain, bleeding- yes. Left side- 5 trailing coils, right side- 2 trailing coils. Plaintiff did not underwent an essure confirmation test (discrepancy noted in pfs) discrepancy noted: plaintiff states that she did not had had essure (or any part of the device) removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: pathology reports: final diagnosis uterus and cervix, hysterectomy: a) chronic cervicitis with squamous metaplasia. B) secretory endometrium. No hyperplasia or atypia. C) adenomyoma specimen description 1 uterus and cervix clinical information. Pre-operative diagnosis: intramural leiomyoma of uterus. Gross description: received in formalin labeled "cervix and uterus" is a uterus weighing 98 grams. The uterus measures 9.4 cm superior to inferior x 5.5 cm cornea to cornea x 4.1 cm anterior to posterior. The serosa is mottled and pink tan. The exocervix is smooth pink tan and glistening and measures 3.7 cm in diameter. The os is centrally located and measures 0.7 cm in greatest dimension. The anterior and posterior exocervix are inked blue and black respectively. The uterus is bivalved into anterior and posterior halves revealing a well demarcated squamocolumnar junction. The endocervical canal is smooth pink tan and glistening. The endometrial cavity is triangular shaped and measures 2.5x1.5 cm. The endometrium is glistening pink tan and measures 0.3 cm in thickness. There are no endometria! Lesions identified. The myometrium is trabeculated, pink ian and measures 1.5 cm in thickness. A- anterior and posterior cervix. B, c- anterior endometrium, myometrium and serosa. 0, e- posterior endometrium, myometrium and serosa.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, menorrhagia, anxiety, headache, migraine, depression. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record received- events: "abnormal bleeding vaginal, depression, anxiety/ mental anguish, bladder disorder, urinary tract disorder, migraine/headache", other relevant history and lab data, lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), hypersensitivity ("allergy ¿ other") and psychological trauma ("psychology injury"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2006 & (B)(6) 2006. Received treatment for pain, bleeding- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy, psych injury were added.outcome of events pain, bleeding, allergy from unknown to recovered/resolved were updated.product indication was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.